Manufacturer narrative:
The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 08/28/2016.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Phone number: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood coagulation within the blood collection tube with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for blood coagulation within the blood collection tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed on the basis of the results achieved with the returned samples. 10 samples were returned by the customer in support of this complaint. The 10 returned tubes were submitted to the chemistry lab for heparin assay and 1 of the 10 tubes were found to be blank. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood coagulated within bd vacutainer® pst ii tube a few minutes after sample collection. Problem occured with 5 tubes collected from 5 different patients from different health care facilities and receiving different treatment. No injury or medical intervention reported.